Manufacturer narrative:
Device received with missing segments due to cracked zebra connector. Unable to perform self test and displacement test due to missing segment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had blurry display. The customer¿s blood glucose level was 425 mg/dl. The customer was treated with insulin pump and manual shot. Customer's other blood glucose was 146 mg/dl. Troubleshooting was done for high blood glucose and under delivery. Troubleshooting was performed for partial display. Customer was driving. Customer stated that the insulin pump was not bumped or dropped and no car accident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.